Event description:
It was reported that the customer received a motor error alarm on the insulin pump during bolus delivery. The customer's blood glucose was not known. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the customer was not using the sensor feature. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.